Manufacturer narrative:
Evaluation revealed the set screwdriver to be the primary product. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history records (DHR) were not found, the function was given in full on the device at the stage of delivery. As the set screwdriver had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The screwdriver received showed significant traces of an intense and frequent use. Examination revealed small residuals (black particles) on the flexible part of the item received. The residuals are not trapped and could be removed easily with a cotton swap and plain water. Residues on the flexible part are known and were evaluated by a medical expert ¿refer to section medical background / information. The general cleanability of the screwdriver in the flexible part was proved during design validation. Tests ((B)(4)) confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ (l24002000). The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ug of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the non-colour change. Based on the information given and due to above observations an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the hospital, that the screw driver no longer can be cleaned properly on thread

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the hospital, that the screw driver no longer can be cleaned properly on thread.